Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an advantage fit transvaginal sling system was used during a sling procedure. According to the complainant, after the sling had been placed in the patient and the mesh had been tensioned, the blue centering tab was noted to be facing upward towards the vaginal incision. The physician attempted to cut the blue tab in this position and subsequently cut the mesh into two pieces. The sling was then removed from the patient. The physician completed the procedure with another advantage fit transvaginal sling system. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine."